Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer brought back 2 side frames from the chair. The tubing shows cracks in several places and one piece broken off.